Event description:
Newly placed catheter was leaking at the hub. The catheter was replaced with no incident.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. Examination of the defective device showed that the catheter was wither pulled out of the fixation wing or ruptured due to pressure burst. Vygon cannot confirm a quality problem with this product. Each catheter is leak and flow tested before it is released for distribution. This is the first complaint received for this lot. No corrective action will be instituted at this point in time. Vygon will enter this malfunction into the complaint database, and continue to monitor for this type of complaint.